Event description:
It was reported that during a recanalization procedure, the head of the catheter allegedly dislodged. It was further reported that the end of the catheter allegedly fractured. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a recanalization procedure, the head of the catheter allegedly dislodged. It was further reported that the end of the catheter allegedly fractured. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing-related cause for this event. Investigation summary: the sample was returned for evaluation and a physical investigation was performed for the catheter. During physical investigation the helix and the tube were broken from the housing of the catheter, right at the handle, 117 cm from the tip of the catheter. The helix tip was peeking from the tube 3 cm out. The helix was full of dry body material and difficult to be separated from the tube. Therefore, the investigation is confirmed for the reported helix break. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: (expiry date: 11/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.